Manufacturer narrative:
The unit was received with blank display due to moisture damage at the electronics. The unit was received with a moisture-damaged motor. The unit was monitored and there was no vibration anomaly. The unit was received with cracked casing at a display window corner and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he went into the pool while wearing his insulin pump. The device began to vibrate and the screen went blank. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the device was vibrating without an alarm or alert. The device went blank immediately after its exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.